Event description:
It was reported that during a semi-open lobectomy procedure, some staples deployed on an existing staple line were formed in lumbricoid shape at the second firing on the lung. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.